Event description:
Same case as #2134265-2009-00583. It was reported that post coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented to the ER with complaints of chest pain. Initial EKG showed ischemic changes and the patient was experiencing an acute mi. An emergent cardiac catheterization was performed where mild diffuse disease of the entire right coronary artery (rca) was found. There was a 50% proximal stenosis and 99% mid to distal stenosis. Thrombus was present and there was timi 0-1 flow distally. The lesion was predilated with a 2.5x15mm maverick balloon. Subsequently, a taxus express2 3.0x28mm drug eluting stent was implanted in the mid rca and a taxus express2 3.0x24mm drug eluting stent was implanted in the distal rca, in an overlapping fashion. The patient tolerated the procedure well and timi 3 flow was established. The patient was discharged the following day on plavix and aspirin. Approximately 2 1/2 years later, the patient presented with chest pain and returned for a cardiac cath due to an acute mi with st elevations. A 90% stenosed thrombotic lesion was discovered in the distal rca with timi 3 flow. A thrombectomy was performed with balloon angioplasty and a 3.0x23mm non-bsc stent was placed. Timi 3 flow was maintained. No further patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.